Event description:
It was reported that an advance sling was implanted. Date of procedure was not available. The patient returned in (B)(6) 2012 for an additional incontinence device implant due to increased incontinence after the sling was implanted.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.